Event description:
On (B)(6) 2026 the distributor reported that on an unknown date the user experienced hypoglycemia with blood glucose (bg) levels of unknown value following an alleged pump malfunction resulting in delivery of approximately 100 units of insulin. The user was transported to the hospital by a caregiver where the user was treated with unknown therapy and discharged on an unknown date. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.